Event description:
The hospital reported that during an endoscopic vein harvesting procedure, it was noticed that the valve on 2 devices appeared to be missing, the balloon would not hold air. A replacement device was used to complete the procedure. No patient complications were reported by the hospital. On 7/13/2007, up receipt of the devices, it was noticed that the silicone was torn on the second device. Silicone tear is a reportable malfunction.

Manufacturer narrative:
Investigation details: the visual inspections shows that the balloon and the outer silicone coating on the btt were damaged when the device was received. The valve was in place, however, an attempt to inflate the btt failed due to the damage. Even though the valve was intact, the complaint that the balloon would not hold air during use is confirmed.